Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that assembly fixture m12 broke during assembly of protector to the vial. The following information was provided by the initial reporter: "it was reported that the apparatus is getting harder to press down which caused the bcg vial to crack. From the customer: we are using the bd phaseal system with our bcg vials. Bd had given us an apparatus for attaching the phaseal protector to the bcg vial. We have had an incident when using the apparatus where it is getting harder to press down and then the bcg vial cracked. This of course is a great concern for exposure. Please advise if you have any recommendations on what could be creating this problem and or any solutions. Since this incident we have been manually attaching the phaseal protector to the bcg vial, however this is not as safe as the vial is small and it takes pressure to attach the protector and at times the vial can slip away."